Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired 4.8mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The file will be closed as tested satisfactorily. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open low anterior resection (lar) procedure. The stapler was being used when trying to cut the rectum. The stapler cannot fire. The account performed the full and complete squeezes of the handle. The handle returned to the open position following the first full squeeze of the handle. The handle remained in the closed position following the second complete squeeze of the handle. In order to resolve the issue and complete the case, opened another device. There was no patient harm. Patient status: stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open low anterior resection (lar) procedure. The stapler was being used when trying to cut the rectum. The stapler cannot fire. The account performed the full and complete squeezes of the handle. The handle returned to the open position following the first full squeeze of the handle. The handle remained in the closed position following the second complete squeeze of the handle. In order to resolve the issue and complete the case, opened another device. There was no patient harm.